Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received ed for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during testing performed by the site's biomed department, the generator's bipolar was self-activating.